Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event overnight after announcing dinner as usual, with a nadir of 39 mg/dl, and self-treated with oral glucose and milk, returning to range; the user planned to discuss potential pump setting adjustments with a healthcare provider. Symptoms included hypoglycemia. Outcomes included resolution at home without medical intervention. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component issue identified, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.